Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-01751. The pt (B)(6) received a scs sys, including a lead and anchor, on (B)(6) 2011. It was reported that an x-ray revealed the pt's lead had migrated. The physician took the pt to surgery and noted loops of the lead around the proximal end of the anchor. It was reported that the anchor "nose" had come out of the fascia as well as some of the lead. The anchor was allegedly still sutured in place and holding the lead as designed. The physician repositioned the lead and the swiftlock anchor was reused. The pt reported effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.